Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having a laser system having suctioned achieved but could not be sustained through the treatment. A brief description of the event was that there was suction loss during the procedure and the surgery center attempted to resolve four times but was unsuccessful. The lasik procedure was aborted and the patient was advised to return for a photorefractive keratectomy (prk) procedure. The patient had no complaints and there was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
Device evaluation: a review of the service records related to this equipment was performed. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Complaint data does not show any significant change over historical complaint limits. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.